Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implant, the patient has experienced injury, pain, suffering, disability and impairment.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4). Lawyer-filed - (B)(6).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary retention requiring her to self-catheterize resulting in urinary tract infection, smoking, urinary tract infections, abdominal pain, pelvic pain, discomfort during bowel movements, urinary incontinence, vaginal bulge she described as lower pelvis falling out. Patient was seen in the emergency room for abdominal pain where a CT was ordered. The results led to follow up with a colonoscopy which dismissed the CT impressions. Physician discussed pessary as alternative to surgery, but patient wanted surgical repair. Most recent record indicated patient continues to have urinary frequency, urgency, nocturia, constipation, dyspareunia, at one time reported vulvar skin cracks, vaginal spotting, mesh contraction, experienced pain during the exam over the posterior vaginal wall, and excision was recommended.